Event description:
It was reported that the patient's pump stopped by an emergency room (ER). The ER did not understand how to treat the pump. The pump had been stopped for 622 hours. Options were being considered. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).